Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported only five minutes into the case, the one seal tore. Another one was opened. The 355ld gasket was torn towards the end. The case was completed. There was no consequence to the pt.